Event description:
The customer stated that the insulin pump gave her several motor error alarms during the prime process. The customer also stated that she was hospitalized on (B)(6) 2013 with a low blood glucose of 20 mg/dl. The customer stated that she is pregnant, and her basal rates must have been too high. The customer stated that she has made changes to the basal rates, and has not had problems since. Advised the customer that the insulin pump would be replaced due to the multiple motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.